Manufacturer narrative:
B3 date of event: approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, 6 months post procedure with this delivery device, the patient has been having an overactive bladder. It was noted that the physician believes that the procedure was the direct cause of this patient having an overactive bladder. There has not been any surgical intervention at this time for this condition. No further information was provided.